Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the quick bolus screen became frozen on the pump screen and the customer was unable to clear it. The customer was able to clear the screen and resume insulin delivery. Customer's blood glucose level was 170 mg/dl.